Manufacturer narrative:
Additional information was received for this case: the additional intervention to explant the endurant was performed as scheduled. The physician cut the endurant stent graft between the third and fourth stent from the proximal site including the suprarenal stent a vascular graft was then anastomosed where the stent graft was cut. During the procedure no endoleak from the stent graft was observed. A pre-operative diagnosis of type v endoleak was confirmed. The patient status post procedure were noted as good. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 7 months post index procedure, the patient returned for follow up exam and a type ib endoleak was suspected. On the same date, another manufacturer limb was implanted on both sides and it was noted that, although there was no endoleak noted, the aneurysm was likely to enlarge in diameter due to endo-tension. It is noted that the event has resolved. As per the physician, the cause of the event was due to patient vessel morphology and aneurysm remodeling with enlargement of the aneurysmal neck to 35mm. It was noted that the endurant device was not considered to be attributed to causing the event. No additional clinical sequelae were reported and the patient is fine.